Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician suspected that the pt had a lead break due to the pt's growth. No diagnostics were available. There was no reported trauma to the device. The pt underwent revision surgery and the lead was returned to the MFR for analysis. Upon analysis, a break was identified in the negative and positive lead coils. Scanning electron microscopy images of the positive coil at the second portion show that pitting or electro-etching conditions have occurred on the positive coil. However, due to metal dissolution, the fracture mechanism cannot be determined. Also, inspection of the negative coil shows that a coil break has occurred. However, due to mechanical distortion (smoothed surfaces), the fracture mechanism cannot be determined. Fluid leaks were also found in the inner and out lead tubing. Note that since a portion of the lead was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead. No other anomalies were identified within the returned lead portions.